Event description:
It was reported that health care provided tried to turn off implantable neuro stimulator (ins) prior to surgery and a power on reset (por) was seen with display showing ¿ call your doctor ¿ icon. They were not being able to adjust stimulation. It was further provided that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2015 . It was also noted that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-4,1 lot# va0sq9m, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).